Manufacturer narrative:
A biopsy reportedly revealed a granuloma. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly developed an infection at the implant site. The recipient presented with swelling and discharge. The recipient received IV analgesics, antibiotics (type unknown) and supplements (type unknown). A small drain was also placed to help with the discharge. However, the issue did not resolve. The recipient's device was explanted. The recipient will not be reimplanted. The recipient is doing well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external and photographic visual inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.